Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed under sensing on the atrial lead. No changes or intervention was performed; the patient will continue to be monitored. The patient condition was stable.